Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) are under evaluation in at zoll manufacturing corporation. Review of downloaded software flag files (attached) and ECG report (attached) on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Download fault flags were present, but downloading is a secondary function of the device and does not affect the device's ability to detect and treat a patient. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: sn (B)(4): 11/29/2013 reuse, electrode belt: sn (B)(4): 11/19/2015 reuse. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock events was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of tall p-waves. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Investigation into skin irritation is documented on (B)(4). Risk management files 90c0048, 90c0047, and 90c0038 address the risk assessment for skin conditions where the risk associated with the skin condition is acceptable.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was treated at 00:55:16 on (B)(6) 2016. The patient was in the hospital and started out asleep at the time of treatment. The patient's rn witness the event. The response buttons were pressed before the treatment. The response buttons functioned appropriately. Multiple counting of tall p-waves contributed to the false detection. The patient also reported a burn on his right upper back underneath the therapy electrode pad due to the treatment. The patient's physician advised the patient to remove the lifevest due to the burns. The patient remained in the hospital on telemetry and is not wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) are under evaluation in at zoll manufacturing corporation. Review of downloaded software flag files (attached) and ECG report (attached) on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Download fault flags were present, but downloading is a secondary function of the device and does not affect the device's ability to detect and treat a patient. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: sn (B)(4): 11/29/2013 reuse. Electrode belt: sn (B)(4): 11/19/2015 reuse. Evaluation method: biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel. The investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock events was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of tall p-waves. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. (B)(4).

Event description:
The distributor contacted zoll and provided additional information about the patient's burn. The patient's nurse reported that the patient sustained a 2nd or 3rd degree burn on his back. The patient is diabetic and stated that the burn was not healing. The patient reported that he was scheduled to have a procedure to assist the burn healing, but his heart was not strong enough to allow the procedure to go forward. The electrode belt properly deployed gel prior to the treatment event. The impedance during the treatment was 21 ohms, which is within normal operating conditions. There was no device malfunction contributing to the burn. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was treated at 00:55:16 on (B)(6) 2016. The patient was in the hospital and started out asleep at the time of treatment. The patient's rn witness the event. The response buttons were pressed before the treatment. The response buttons functioned appropriately. Multiple counting of tall p-waves contributed to the false detection. The patient also reported a burn on his right upper back underneath the therapy electrode pad due to the treatment. The patient's physician advised the patient to remove the lifevest due to the burns. The patient remained in the hospital on telemetry and is not wearing the lifevest.